Manufacturer narrative:
(B)(4). The lead exhibited normal electrical characteristics.

Event description:
It was reported that during follow-up in clinic, high capture threshold was observed. Lead was explanted and replaced. Patient&#38112;condition was stable.